Manufacturer narrative:
On (B)(6) 2020, the customer reported further issues with ise calibrations and qc during maintenance. The customer used new calibrator and qc material and had acceptable results. On (B)(6) 2020,the customer had an issue of ise system alarms and low sodium qc results. The field service engineer replaced the na and k electrodes. He performed ise checks, calibration, and qc. On (B)(6) 2020, due to ongoing issues the field service engineer cleaned and checked the hydraulic and fluidic system. He replaced the sample and reagent probes. He checked and adjusted the rinse water station. He replaced the gear pump head, photometer heat cut filter, photometer lamp, and cuvettes. He performed a cell blank measurement and a photometer check. After service, the customer performed calibration and qc with acceptable results. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field engineer discovered damaged sipper and pinch tubing and replaced the tubing. He performed ise checks, calibrations, and qc with no system alarms. Due to additional ise system alarms, the field service engineer determined the electrodes needed to be replaced. He replaced the electrodes. For verification, the customer performed calibration and qc after the service visit. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for three patients tested on a cobas 6000 c (501) module. The customer stated there was an ise system alarm during the time of initial testing, and the initial results were not reported outside the laboratory. The customer confirmed the analyzer's drain port and the reference electrolyte filter were checked and cleaned. The customer removed the electrodes and made sure the ise compartment was clean and dry. The customer replaced the reference electrolyte, primed the ise reagents, and performed qc. The customer stated she still received an ise system alarm. The customer repeated the three samples on a different analyzer for confirmation. Patient 1¿s initial results were na 119 mmol/l, k 3.0 mmol/l, and cl 122 mmol/l. The patient¿s repeat results were na 140 mmol/l, k 4.2 mmol/l, and cl 106 mmol/l. Patient 2¿s initial results were na 124 mmol/l and k 3.9 mmol/l. The patient¿s repeat results were not provided due to a system alarm. The customer performed additional testing and the na result was 135 mmol/l, and the k result was 4.4 mmol/l. Patient 3¿s initial k result was 4.6 mmol/l, and the repeat k result was 4.0 mmol/l. The customer determined the repeat results were determined correct and reported outside the laboratory. The na electrode lot number was c1068 with an expiration date of 14-feb-2021. The k electrode lot number was j1195 with an expiration date of 08-feb-2021. The cl electrode lot number was q8436 with an expiration date of 22-nov-2020.